Event description:
The surgeon noticed metal shavings in the joint during an acl reconstruction. The surgeon believed the shavings were from the guide wire as they occurred while drilling the pin into position. The shavings were removed using an mdu and blade and copious irrigation was performed.